Event description:
Removed the plastic seal from a exeter intramedullary plug size 12mm box to find no component in the box. Another identical device was immediately available for use and case completed as originally planned.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.